Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented for an elective implantable cardioverter defibrillator change out procedure. It was reported that the patient reported feeling fatigue. Remote interrogations showed the patient experienced atrial fibrillation. A left ventricular lead malfunction was suspected. During the procedure, the left ventricular lead was explanted.